Event description:
It was reported that the indirect decompression (ID) spacer stripped at the spindle cap area during initial deployment. The physician encountered resistance between the spinous process using the sagittal arc. The physician completed the procedure using a new ID spacer and confirmed no pieces were left behind. The patient did well post-operatively. The device was discarded by the facility and will not return for analysis.